Event description:
Accessed graft the day after my procedure and had severe bleeding and then developed an infection. Spoke with sensor sales person and said that it was acceptable to access next day and there is no evidence of previous infections.